Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the cut wire snapped when current was applied; no part detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the cut wire snapped when current was applied; no part detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent and broken. The cutting wire was also discolored from usage and the broken ends appeared blackened. The broken sections of the cutting wire remained attached to the device. From an examination of the distal end of the device, it appears that the exposed cutting wire snapped likely due to being grounded against some part of the endoscope and/or higher power settings. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. In addition, the extrusion was torn from the wide brown band to the tip, thereby splitting the tip. From an examination of the distal tip, it appears that the extrusion was torn when the user attempted to remove the guidewire from the sphincterotome. Following a detailed device analysis, it was noted that the condition of the returned device was consistent with the complaint incident. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire and torn extrusion are likely due to procedural factors/generator settings. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Manufacturer narrative:
Patients age is unknown, however, the patient is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.